Event description:
It was reported that during a laparoscopic oophorectomy procedure when the surgeon was attempting to pull the endopouch retreival bag pouch through the trocar site, the bag broke. The bag did not break at the seam or the rim. The specimen was a left ovary. The surgeon used another device to complete the procedure with no pt consequences.